Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 3006705815-2019-04663. It was reported that the patient's leads migrated. Follow up identified that the patient was doing manual labor. X-rays confirmed lead migration. Surgical intervention was performed wherein the leads were explanted and replaced, restoring therapy.